Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the lead impedance was at 1500 ohms, and after repositioning the impedance was at 1800 ohms. The lead was repositioned again and was at 2000 to 2200 ohms. Doctor decided to use another lead. No patient complications have been reported as a result of this event.